Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The device manufacture date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter initially called on (B)(6) 2017 to report a packaging issue with her adc test strips, noting they were ¿defective¿. At the time of the original call, the customer denied there was any medical event. She then called again on (B)(6) 2017 to report a delivery issue involving the replacement test strips. Caller noted that on (B)(6) 2017 customer started ¿shaking and got blurry eyes or blurry vision¿ so paramedics were called. Upon arrival, the customer was transported to the hospital. At the hospital, a reading of 59 mg/dl was received on a hospital device. Customer was treated with a glucagon injection and hospitalized. Customer was discharged the next day. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been completed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s daughter initially called on (B)(6) 2017 to report a packaging issue with her adc test strips, noting they were ¿defective¿. At the time of the original call, the customer denied there was any medical event. She then called again on (B)(6) 2017 to report a delivery issue involving the replacement test strips. Caller noted that on (B)(6) 2017 customer started ¿shaking and got blurry eyes or blurry vision¿ so paramedics were called. Upon arrival, the customer was transported to the hospital. At the hospital, a reading of 59 mg/dl was received on a hospital device. Customer was treated with a glucagon injection and hospitalized. Customer was discharged the next day. There was no report of death or permanent injury associated with this event.